Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the external auditory canal due to electrode array being pressed against the wall of the external auditory canal. This eventually leads to an extrusion of the electrode lead into the external auditory canal which further progressed and infected the implant. An ear canal treatment (type not specified) with both oral and topical antibiotics (specific date and duration not reported) were administered; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted on the contralateral side within the same surgery. Additional information has been requested but has not been made available as of the date of this report.